Event description:
"Tip of cannula chipped/cracked when cannula was in the patient. There were (3) small u-shaped defects at end of cannula, surgeon didn't notice anything during insertion, surgeon could not see or retrieve any of the chipped pieces from abdomen." Surgery was prolonged due to the search for the cannual in the pts body.